Manufacturer narrative:
This report is submitted july 18, 2017.

Event description:
Per the clinic, the patient developed swelling over the implant site. Subsequently, the patient was treated with two courses of oral antibiotics; the first, for 10 days and the second, for 30 days (treatment dates not reported). Treatment was reportedly unsuccessful and the swelling gradually worsened. Subsequently, the device was explanted on (B)(6) 2017. It is unknown whether the patient was reimplanted with another device, as of the date of this report.

Manufacturer narrative:
It was reported that prior to explantation the patient had an infection and haematoma at implant site. This report is filed on (B)(6) 2017.